Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The problem found (damaged wires) during the investigation of a patient's death was confirmed. Upon investigation the cable connecting ECG "a" and "b" and the front te was pulled from the strain relief, damaging connectors j703 and p703 on the dn pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming testing. The device failure did not cause or contribute to the patient death as the patient was in a non-treatable, non-life-sustaining rhythm at the time of the device shutdown.